Event description:
It was reported that the patient had a surgical procedure to downsize an artificial urinary sphincter(aus) cuff from a 4.0cm cuff to a 3.5cm cuff due to recurring incontinence and atrophy. A patient outcome of expected to fully recover was reported.